Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level that read "high", a specific value was not provided. The customer was treated intravenously with fluids of saline, insulin and lactate ringer. The customer declined follow-up therefore no additional information was received.